Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was a self test error. The biomed removed and replaced the battery and the error cleared. The biomed forced a self text error by holding down a key during power up and self-check. Error was cleared by removing the battery and it was also reported the device is ok. The device remains in service. No patient involvement was reported.